Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the gauge did not rise. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the pressure gauge could not rise. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good.